Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 17-jan-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy test positive for nickel") and menorrhagia ("haemorrhagic menstrual bleeding") in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence and transobturator tape sling on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain of 10 kg during the month of the operation"). On (B)(6) 2012, the patient experienced bursitis ("bursitis") with pain in extremity and arthralgia, 24 days after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("pain in lower back") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, menorrhagia, back pain, abdominal distension and weight increased outcome was unknown and the bursitis had not resolved. The reporter considered abdominal distension, allergy to metals, back pain, bursitis, menorrhagia and weight increased to be related to essure. The reporter commented: essure insertion on (B)(6) 2011 was performed with no difficulty, 3 trailing coils for left insert and 3 trailing coils for right insert. On the same time a transobturator tape procedure was performed with no difficulty. She underwent 3 infiltrations. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: no pathological opacity in the pelvic excavation.. Allergy test - on (B)(6) 2017: positive for nickel - absence of contact sensitization to the tested products (except nickel). Pathology test - on an unknown date: showed a normal right uterine tube and left uterine tube. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2019: new information from lawyer via legal department: essure insertion procedure details were provided; medical history was added.essure removal method was salpingectomy, histological analysis results and abdominal x-ray post-operative were performed and the results were also provided. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference numbers: (B)(4)) on 17-jan-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy test positive for nickel") and menorrhagia ("haemorrhagic menstrual bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain of 10 kg during the month of the operation"). On (B)(6) 2012, the patient experienced bursitis ("bursitis") with pain in extremity and arthralgia, 24 days after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("pain in lower back") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, menorrhagia, back pain, abdominal distension and weight increased outcome was unknown and the bursitis had not resolved. The reporter considered abdominal distension, allergy to metals, back pain, bursitis, menorrhagia and weight increased to be related to essure. The reporter commented: underwent 3 infiltrations. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: positive for nickel. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2019: case (B)(4) (MFR number 2951250-2019-00586) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - reporter (case is potential legal), date of birth, lab data, essure removal date and event allergy test positive for nickel added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.